Event description:
During ptca, the balloon on a coronary dilatation catheter broke. Upon removal of the entire system, the physician noticed that the tip was not intact, and that the portion missing included the gold mid-balloon marker and the distal piece of the balloon. Pt required surgery to attempt to retrieve tip, but attempt was not successful.